Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The dr. Reports that the patient has a status post left total hip replacement done on (B)(6) 2016 now has a periprosthetic fracture. The dr. Request to revise the hip to a restoration modular hip stem. The hip was revised through the posterior approach per the rest mod surgical technique. Three (3) cables were applied. A trial reduction was performed. Satisfied with the stability and leah lengths, a new femoral head was impacted and the surgical site closed.